Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a syncopal episode and required hospitalization due to a system controller exchange. The event date is estimated.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown controller exchange was not confirmed. There were no photos or log file submitted for review. The hm3 system controller was not returned for analysis. The provided information stated that the patient had a syncopal episode and required hospitalization due to a system controller exchange. The event date is estimated, and the reason for the exchange is unknown. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ a root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms. The heartmate 3 patient handbook (rev. A), section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction to h6: investigation findings. Manufacturer's investigation conclusion: device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ the reported event of an unknown controller exchange was not confirmed. There were no photos or log file submitted for review. The hm3 system controller was not returned for analysis. The provided information stated that the patient had a syncopal episode and required hospitalization due to a system controller exchange. The event date is estimated, and the reason for the exchange is unknown. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ a root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.